Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a ps beaded #8r; 5516f802 ;chp3a. Tritanium bplate triathlon s8; 5536b800 ; ctd19672. Tritanium patella-asymmetric; 5552-l-401; dakk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to infection. An 8x11 ps femur was exchanged for another 8x11 ps femur. Spoke to rep, who provided the primary and revision usage sheets, and confirmed that no further information will be released by the hospital or surgeon.